Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 89 tubes exhibited an additive abnormality (white clumps). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2025. Investigation summary: bd japan received 89 customer returned samples and sent 20 samples to the plant for investigation. Additionally, 3 photos were provided. A visual evaluation of the returned samples and photos revealed an additive abnormality. The tubes displayed white particles of additive on the inside wall, which were greater than 2mm². This additive deposit visually stands out as it does not appear like the typical dot pattern for this catalog number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 89 tubes exhibited an additive abnormality (white clumps). There was no health impact or consequences reported.